Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe distal stent damage with struts stretched, distorted and lifted upwards from the tent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed severe signs of damage to the distal edge of the tip. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks on the outer extrusion. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jan-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After a guide wire crossed the lesion, a 32 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a 32 x 4.00 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.